Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Defrost not working. Unable to verify complaint. Repair order (B)(4). Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 12/10/2019 under work order (B)(4) and sold on 03/25/2021. Manufacturing record review: DHR-272977 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 98475 . Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Fault code: no fault. Failure code: performed as intended. *correction and/or corrective action: the unit was tested per the cooper procedure and was found to be functioning correctly. The unit was returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Defrost not working. Unable to verify complaint. Repair order (B)(4). 1216677-2022-00167 ll100 cryosurgical 900001 (B)(4).